Manufacturer narrative:
The crt-d remains implanted and in service. No additional information is available. Once additional information does become available, this report will be updated.

Event description:
Boston scientific received information that a red alert was issued through the latitude monitoring system that the tachycardia mode for this cardiac resynchronization therapy defibrillator (crt-d) was set to monitor only. No adverse patient effects were reported. Additional information was later received that during an unrelated surgical procedure, the crt-d was programmed to monitor only for safety reasons. However, the device was not reprogrammed back to monitor + therapy after the procedure and went the patient returned home, that is when the communicator then detected the issue and sent the red alert. The patient returned to the hospital several days later and the device was then reprogrammed to monitor + therapy. No adverse patient effects were reported during the time the device was programmed to monitor only.